Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, an mvr was performed and an epic stented porcine heart valve w/flexfit system was implanted in the dialysis patient's mitral position. Mitral regurgitation suspected to be due to a tear occurred on the patient, and the epic valve was explanted on (B)(6) 2020. The physician replaced the valve with a non-abbott valve.

Event description:
On (B)(6) 2017, an mitral valve replacement was performed and an epic stented porcine heart valve w/flexfit system was implanted in the dialysis patient's mitral position. Mitral regurgitation suspected to be due to a tear occurred on the patient, and the epic valve was explanted on (B)(6) 2020. The physician replaced the valve with competitors valve. There was no clinically significant delay in the procedure. The patient remained stable through out and post procedure.

Manufacturer narrative:
Explant was reported due to regurgitation and a suspected tear. The investigation confirmed that all three cusps contained tears. Calcifications were present on all three cusps. Cusp 3 contained a fold/retraction. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification in relation to the tears or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen and degenerative changes at the tear site, which could have contributed to the formation of the tears.